Manufacturer narrative:
H.2 device was returned. Damage was found on the primary boot from the set screw and to the p.e.t. Stiffener with a breach in the is-1 connector. It is believed that this damage occurred during the implant procedure.

Event description:
Due to intermittent artifacts, a lead revision was scheduled. An examination of the lead showed blood in the is-1 connector.